Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances from numerous falls. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Therapy was restored.